Event description:
Noted no mist produced in o2 hood on pt. Spotted debris in the water bottle. Changed out the whole heater humidifier blender set. Unscrewed top of heater from h2o bottle, observed an orange burned top to the bottle that was melted away and debris dropped down into bottle. Removed the water bottle and heat dial was noted to be set on nine -9-.